Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The filament as calibrated during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the 9900 system had a hi milliamps error during a case. The procedure was completed. No patient injury was reported.